Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Review of x-rays revealed a fracture in the lead wire. The pt underwent ncp system replacement surgery 7 months later, during which both the lead and generator were replaced. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance. Investigation to date has been unable to determine the cause of the reported lead fracture.

Event description:
Product analysis summary: aprox 44.5cm of lead assembly was returned for analysis in pieces. The connector bifurcation was not returned. Prior to decontamination, continuity measurements taken between the setscrew and the end of the lead portion attached to the pulse generator (as received) verified that proper electrical contact beteen the setscrew and lead pin was present. Visual inspection revealed that a break occurred at approx 2.5cm past the electrode bifurcation. Scanning electron microscopy was performed on the lead coils. Scanning electron microscopy identifed that one coil end shows that pitting or electro-plating conditions have occurred. Due to metal dissolution the fracture mechansim cannot be ascertained on this coil. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on the broken coil wires. The appearance of the other coil end is characterstic of a stress-induced fracture. Due to mechanical distortion (smoothed surfaced) the fracture mechanism of two of the coil wires cannot be ascertained. Continuity check using a multimeter was performed. Continuity check did not identify any other discontinuities on the portions of the lead returned. Other conditions of the lead are consistent with conditions that exist after the explant procedure. The concomitant device (pulse generator) was returned and analyzed. The pulse generator met electrical test specifications. External visual inspection of the generator revealed no anomalies. The reported event is not deemed to be generator related.